Event description:
It was reported that during an angioplasty procedure, the balloon allegedly ruptured during first inflation. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 08/2024).

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one atlas gold pta dilatation catheter was returned for evaluation. During the visual examination, no other specific anomalies were discovered. During the functional testing, the balloon was inflated with the in-house presto inflation device, and water was noted to be leaking from the balloon. Under microscopic observation, a pin-hole rupture was noted. No other functional testing was performed. Therefore, the investigation for the reported balloon rupture was confirmed as a pinhole rupture was noted during the functional testing and microscopic observation. A definitive root cause for the reported balloon rupture could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2024). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly ruptured during first inflation. There was no reported patient injury.